Event description:
The event is reported as: complaint alleges: "the elastic portion is falling apart within the package." "Issue was reported prior to use on a patient during inspection/functionality testing (not during incoming inspection or routine inventory check)." No patient injury reported.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.